Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with bent onetouch ultra test strips. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 3am. The patient manages her diabetes with oral medications. It is not known if the patient made changes to her usual management routine. About an hour after the start of the alleged issue, the patient claimed she had symptoms of a stomach ache and shakes. The patient denied receiving medical treatment. At the time of troubleshooting, the patient alleged the reported issue occurs prior to inserting the test strips. The alleged issue was not resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.